Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation, and leak testing. There was proteinaceous debris observed within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 23.5 cm of the ventricular catheter was returned. Approximately 92.5 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter was found to be occluded intraoperatively. According to the report, the doctor used a new device to complete the surgery. Reportedly, there is no impact on the patient and the patient is doing well. It was later reported that there was no allegation the valve and ventricular catheter had malfunctioned or was not working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.